Event description:
A physician reported a patient who was treated with two formulations of collagen on 12/17/1996 in the glabella, horizontal forehead lines, nasolabial folds, and oral commissures. On 12/18/1996, the patient developed erythema at the left oral commisure. All other sites remained asymptomatic. On 2/18/1997, the patient presented with continuing erythema at the oral commissure. A culture was taken to determine if the erythema was resulting from candida or perhaps perleche. Aclovate cream and oxistat was prescribed; an elisa was requested. Clinical report forms returned on 5/15/1997 indicated that the patient was treated with intralesional triamcinolone on 3/4/1997 which was negligibly effective and on 3/11/1997, the patient was treated with bactroban topically.